Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were implanted in the patient to repair a valiant stent graft type I endoleak. The physician originally used the 32mm guide which was the optimal size for placing anchors on the inner curve of the arch and then switched to the 22 mm guide to better treat that area of the graft. On the final angiogram, the endoleak was almost resolved. It was a minor endoleak and very late after injection. After the procedure, the patient had a stroke. The physician stated that there was air embolus that caused the stroke , it was most likely caused by another manufacturer's pigtail catheter used during an angiogram during the procedure. The patient expired two weeks later.